Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, during a laparoscopic prostatectomy the balloon didn't inflate.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one balloon. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Note that the instructions for use (IFU) specifically state to remove the obturator from the cannula before attempting to inflate the balloon. By not removing the obturator, the balloon will not be able to be inflated. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.